Event description:
From staff: while setting up a boston scientific ivus catheter, opticross 6 hd, ref h74939354090, lot 37294950, the staff found the catheter to be broken at the connection point to the motor drive unit (mdu). The blue connection piece was not secured within the clear plastic housing and pulled out of the housing, which is not supposed to happen. A new catheter was used without incident.